Event description:
The physician was using the deflux injectable gel during a cystoscopy. The syringe containing the deflux broke. A new deflux package was opened and used. The patient was not injured.the MFR response is unknown at this time.